Event description:
The account alleged the bed will slowly drift down. He can make it stop by pressing bed up. The account has replaced the hi/low motor but the issue remains.

Manufacturer narrative:
The account cleaned the hi/low drive brake assembly to repair the bed.